Event description:
It was reported that the pump malfunctioned- the pump had low battery warning, the battery was changed out and then the screen went blank. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. The reporter referenced medwatch, mw5080586. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because no product was returned and thus an investigation could not be performed. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.